Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("frequent abdominal pain"), genital haemorrhage ("excessive bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain lower ("severe cramps"), menstruation irregular ("irregular periods"), menorrhagia ("prolonged menstruation / menorrhagia"), dyspareunia ("painful intercourse"), pain ("pain throughout her body"), dizziness ("dizziness"), fibromyalgia ("fibromyalgia"), dysmenorrhoea ("secondary dysmenorrhea") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, rheumatoid arthritis, abdominal pain lower, menstruation irregular, menorrhagia, dyspareunia, pain, dizziness, fibromyalgia, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dizziness, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, menstruation irregular, pain and rheumatoid arthritis to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("frequent abdominal pain"), pelvic pain ("pain"), genital haemorrhage ("excessive bleeding/ unusual bleeding"), metal poisoning ("nickel poisoning") and rheumatoid arthritis ("rheumatoid arthritis") in a 43-year-old female patient who had essure (batch no. 731587) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included ectopic pregnancy. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("painful intercourse"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), arthralgia ("joint pain"), mood swings ("mood swings"), alopecia ("hair loss"), gastrooesophageal reflux disease ("acid reflux"), irritable bowel syndrome ("ibs"), insomnia ("insomnia"), abdominal distension ("bloating"), visual impairment ("vision changes") and depression ("depression"). On (B)(6) 2016, 5 years 5 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced metal poisoning (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramps") and menstruation irregular ("irregular periods / unusual period"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), menorrhagia ("prolonged menstruation / menorrhagia"), the first episode of pain ("pain throughout her body"), dizziness ("dizziness"), dysmenorrhoea ("secondary dysmenorrhea"), the second episode of pain ("lot of pain all over her body"), back pain ("back pain"), breast pain ("breast pain"), hot flush ("hot flush"), feeling cold ("cold flash") and anxiety ("anxiety"). The patient was treated with alprazolam (xanax), surgery (hysterectomy to remove the essure device) and surgery (salpingectomy (she onlyhad one tube when she had the essure implanted)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, gastrooesophageal reflux disease, insomnia, the last episode of pain, back pain, breast pain, hot flush and feeling cold was resolving, the genital haemorrhage, metal poisoning, rheumatoid arthritis, menstruation irregular, menorrhagia, dyspareunia, dizziness, fibromyalgia, dysmenorrhoea, arthralgia, mood swings, alopecia, irritable bowel syndrome, abdominal distension and visual impairment outcome was unknown and the abdominal pain lower, fatigue, depression and anxiety had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, breast pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling cold, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, hot flush, insomnia, irritable bowel syndrome, menorrhagia, menstruation irregular, metal poisoning, mood swings, pelvic pain, rheumatoid arthritis, visual impairment, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: number of coils: left- 3 coils. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: breast pain, dysmenorrhea, menorrhagia, fibromyalgia,rheumatoid arthritis, back pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('frequent abdominal pain'), pelvic pain ('pain'), genital haemorrhage ('excessive bleeding/ unusual bleeding'), metal poisoning ('nickel poisoning') and rheumatoid arthritis ('rheumatoid arthritis') in a 44-year-old female patient who had essure (batch no. 731687-invalid,731587) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included ectopic pregnancy, fibroids, chronic lumbago, drug allergy, gastric banding, vaginal delivery, anemia, cystoscopy and ovarian cyst. Previously administered products included for an unreported indication: decadron, norco, soma, depo-medrol, multivitamin and motrin. Concurrent conditions included nerve pain, muscle tension, joint inflammation and muscle pain. Concomitant products included tramadol for insomnia and hydrocodone for muscle pain. On (B)(6)-2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramps"), menstruation irregular ("irregular periods / unusual period"), dyspareunia ("painful intercourse"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), arthralgia ("joint pain"), mood swings ("mood swings"), alopecia ("hair loss"), gastrooesophageal reflux disease ("acid reflux"), irritable bowel syndrome ("ibs"), insomnia ("insomnia"), abdominal distension ("bloating"), visual impairment ("vision changes"), depression ("depression") and breast pain ("breast pain"). In (B)(6) 2017, the patient experienced metal poisoning (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), menorrhagia ("prolonged menstruation / menorrhagia"), the first episode of pain ("pain throughout her body"), dizziness ("dizziness"), dysmenorrhoea ("secondary dysmenorrhea"), the second episode of pain ("lot of pain all over her body"), back pain ("back pain"), hot flush ("hot flush"), feeling cold ("cold flash"), anxiety ("anxiety"), joint lock ("joint locked up"), musculoskeletal disorder ("could not move lower extremeties") and nausea ("nauseated"). The patient was treated with alprazolam (xanax) and surgery (salpingectomy (she onlyhad one tube when she had the essure implanted) and hysterectomy to remove the essure device). Essure was removed on 23-(B )(6)-2017. At the time of the report, the abdominal pain, pelvic pain, genital haemorrhage, menorrhagia, gastrooesophageal reflux disease, insomnia, the last episode of pain, back pain, breast pain, hot flush and feeling cold was resolving, the metal poisoning, rheumatoid arthritis, menstruation irregular, dyspareunia, dizziness, fibromyalgia, dysmenorrhoea, arthralgia, mood swings, alopecia, irritable bowel syndrome, abdominal distension, visual impairment, joint lock, musculoskeletal disorder and nausea outcome was unknown and the abdominal pain lower, fatigue, depression and anxiety had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, breast pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling cold, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, hot flush, insomnia, irritable bowel syndrome, joint lock, menorrhagia, menstruation irregular, metal poisoning, mood swings, musculoskeletal disorder, nausea, pelvic pain, rheumatoid arthritis, visual impairment, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: number of coils: left- 3 coils. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: breast pain, dysmenorrhea, menorrhagia, flbromyalgia,rheumatoid arthritis, back pain lot number reported ( 731687) is not valid. Lot number: 731587 manufacture date:2010-04 expiration date: 2013-04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('frequent abdominal pain'), pelvic pain ('pain'), genital haemorrhage ('excessive bleeding/ unusual bleeding'), metal poisoning ('nickel poisoning') and rheumatoid arthritis ('rheumatoid arthritis') in a 44-year-old female patient who had essure (batch no. 731587,731687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included ectopic pregnancy, fibroids, chronic lumbago, drug allergy, gastric banding, vaginal delivery, anemia, cystoscopy and ovarian cyst. Previously administered products included for an unreported indication: decadron, norco, soma, depo-medrol, multivitamin and motrin. Concurrent conditions included nerve pain, muscle tension, joint inflammation and muscle pain. Concomitant products included tramadol for insomnia and hydrocodone for muscle pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), 5 years 5 months after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramps") and menstruation irregular ("irregular periods / unusual period"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), arthralgia ("joint pain"), mood swings ("mood swings"), alopecia ("hair loss"), gastrooesophageal reflux disease ("acid reflux"), irritable bowel syndrome ("ibs"), insomnia ("insomnia"), abdominal distension ("bloating"), visual impairment ("vision changes"), depression ("depression") and breast pain ("breast pain"). In (B)(6) 2017, the patient experienced metal poisoning (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), menorrhagia ("prolonged menstruation / menorrhagia"), the first episode of pain ("pain throughout her body"), dizziness ("dizziness"), dysmenorrhoea ("secondary dysmenorrhea"), the second episode of pain ("lot of pain all over her body"), back pain ("back pain"), hot flush ("hot flush"), feeling cold ("cold flash"), anxiety ("anxiety"), joint lock ("joint locked up"), musculoskeletal disorder ("could not move lower extremities") and nausea ("nauseated"). The patient was treated with alprazolam (xanax) and surgery (salpingectomy (she only had one tube when she had the essure implanted) and hysterectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, genital haemorrhage, menorrhagia, gastrooesophageal reflux disease, insomnia, the last episode of pain, back pain, breast pain, hot flush and feeling cold was resolving, the metal poisoning, rheumatoid arthritis, menstruation irregular, dyspareunia, dizziness, fibromyalgia, dysmenorrhoea, arthralgia, mood swings, alopecia, irritable bowel syndrome, abdominal distension, visual impairment, joint lock, musculoskeletal disorder and nausea outcome was unknown and the abdominal pain lower, fatigue, depression and anxiety had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, breast pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling cold, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, hot flush, insomnia, irritable bowel syndrome, joint lock, menorrhagia, menstruation irregular, metal poisoning, mood swings, musculoskeletal disorder, nausea, pelvic pain, rheumatoid arthritis, visual impairment, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: number of coils: left- 3 coils. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: breast pain, dysmenorrhea, menorrhagia, fibromyalgia,rheumatoid arthritis, back pain. Most recent follow-up information incorporated above includes: on 3-dec-2020: mr received: reporter, lot number, medical history and historical drug added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('frequent abdominal pain'), pelvic pain ('pain'), genital haemorrhage ('excessive bleeding/ unusual bleeding'), metal poisoning ('nickel poisoning') and rheumatoid arthritis ('rheumatoid arthritis') in a 44-year-old female patient who had essure (batch no. 731687-not valid,731587) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included ectopic pregnancy, fibroids, chronic lumbago, drug allergy, gastric banding, vaginal delivery, anemia, cystoscopy and ovarian cyst. Previously administered products included for an unreported indication: decadron, norco, soma, depo-medrol, multivitamin and motrin. Concurrent conditions included nerve pain, muscle tension, joint inflammation and muscle pain. Concomitant products included tramadol for insomnia and hydrocodone for muscle pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramps"), menstruation irregular ("irregular periods / unusual period"), dyspareunia ("painful intercourse"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), arthralgia ("joint pain"), mood swings ("mood swings"), alopecia ("hair loss"), gastrooesophageal reflux disease ("acid reflux"), irritable bowel syndrome ("ibs"), insomnia ("insomnia"), abdominal distension ("bloating"), visual impairment ("vision changes"), depression ("depression") and breast pain ("breast pain"). In (B)(6) 2017, the patient experienced metal poisoning (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), menorrhagia ("prolonged menstruation / menorrhagia"), the first episode of pain ("pain throughout her body"), dizziness ("dizziness"), dysmenorrhoea ("secondary dysmenorrhea"), the second episode of pain ("lot of pain all over her body"), back pain ("back pain"), hot flush ("hot flush"), feeling cold ("cold flash"), anxiety ("anxiety"), joint lock ("joint locked up"), musculoskeletal disorder ("could not move lower extremities") and nausea ("nauseated"). The patient was treated with alprazolam (xanax) and surgery (salpingectomy (she only had one tube when she had the essure implanted) and hysterectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, genital haemorrhage, menorrhagia, gastrooesophageal reflux disease, insomnia, the last episode of pain, back pain, breast pain, hot flush and feeling cold was resolving, the metal poisoning, rheumatoid arthritis, menstruation irregular, dyspareunia, dizziness, fibromyalgia, dysmenorrhoea, arthralgia, mood swings, alopecia, irritable bowel syndrome, abdominal distension, visual impairment, joint lock, musculoskeletal disorder and nausea outcome was unknown and the abdominal pain lower, fatigue, depression and anxiety had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, breast pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling cold, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, hot flush, insomnia, irritable bowel syndrome, joint lock, menorrhagia, menstruation irregular, metal poisoning, mood swings, musculoskeletal disorder, nausea, pelvic pain, rheumatoid arthritis, visual impairment, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: number of coils: left- 3 coils. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: breast pain, dysmenorrhea, menorrhagia, "fibromyalgia",rheumatoid arthritis, back pain lot number reported ( 731687) is not valid. Most recent follow-up information incorporated above includes: on 19-dec-2020: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("frequent abdominal pain"), pelvic pain ("pain"), genital haemorrhage ("excessive bleeding/ unusual bleeding"), metal poisoning ("nickel poisoning") and rheumatoid arthritis ("rheumatoid arthritis") in a 43-year-old female patient who had essure (batch no. 731587) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included ectopic pregnancy. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("painful intercourse"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), arthralgia ("joint pain"), mood swings ("mood swings"), alopecia ("hair loss"), gastrooesophageal reflux disease ("acid reflux"), irritable bowel syndrome ("ibs"), insomnia ("insomnia"), abdominal distension ("bloating"), visual impairment ("vision changes") and depression ("depression"). On (B)(6) 2016, 5 years 5 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced metal poisoning (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramps") and menstruation irregular ("irregular periods / unusual period"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), menorrhagia ("prolonged menstruation / menorrhagia"), the first episode of pain ("pain throughout her body"), dizziness ("dizziness"), dysmenorrhoea ("secondary dysmenorrhea"), the second episode of pain ("lot of pain all over her body"), back pain ("back pain"), breast pain ("breast pain"), hot flush ("hot flush"), feeling cold ("cold flash") and anxiety ("anxiety"). The patient was treated with alprazolam (xanax), surgery (hysterectomy to remove the essure device) and surgery (salpingectomy (she onlyhad one tube when she had the essure implanted)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, gastrooesophageal reflux disease, insomnia, the last episode of pain, back pain, breast pain, hot flush and feeling cold was resolving, the genital haemorrhage, metal poisoning, rheumatoid arthritis, menstruation irregular, menorrhagia, dyspareunia, dizziness, fibromyalgia, dysmenorrhoea, arthralgia, mood swings, alopecia, irritable bowel syndrome, abdominal distension and visual impairment outcome was unknown and the abdominal pain lower, fatigue, depression and anxiety had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, breast pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling cold, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, hot flush, insomnia, irritable bowel syndrome, menorrhagia, menstruation irregular, metal poisoning, mood swings, pelvic pain, rheumatoid arthritis, visual impairment, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: number of coils: left- 3 coils. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: breast pain, dysmenorrhea, menorrhagia, flbromyalgia, rheumatoid arthritis, back pain. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs+mr received, historical condition added, lot number added, events added as nickel poisoning, fibromyalgia,fatigue, joint pain, mood swings, hair loss, acid reflux, ibs, insomnia, bloating, vision changes, and just a lot of pain all over her body, breast pain, back pain, hot and clod flash, anxiety. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("frequent abdominal pain"), pelvic pain ("pain"), genital haemorrhage ("excessive bleeding/ unusual bleeding"), metal poisoning ("nickel poisoning") and rheumatoid arthritis ("rheumatoid arthritis") in a 43-year-old female patient who had essure (batch no. 731587) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included ectopic pregnancy. Concurrent conditions included nerve pain, muscle tension, joint inflammation and muscle pain. Concomitant products included tramadol for insomnia and hydrocodone for muscle pain. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced breast pain ("breast pain"). In 2012, the patient experienced dyspareunia ("painful intercourse"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), arthralgia ("joint pain"), mood swings ("mood swings"), alopecia ("hair loss"), gastrooesophageal reflux disease ("acid reflux"), irritable bowel syndrome ("ibs"), insomnia ("insomnia"), abdominal distension ("bloating"), visual impairment ("vision changes") and depression ("depression"). On (B)(6) 2016, 5 years 5 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced metal poisoning (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramps") and menstruation irregular ("irregular periods / unusual period"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), menorrhagia ("prolonged menstruation / menorrhagia"), the first episode of pain ("pain throughout her body"), dizziness ("dizziness"), dysmenorrhoea ("secondary dysmenorrhea"), the second episode of pain ("lot of pain all over her body"), back pain ("back pain"), hot flush ("hot flush"), feeling cold ("cold flash"), anxiety ("anxiety"), joint lock ("joint locked up"), mobility decreased ("could not move lower extremeties") and nausea ("nauseated"). The patient was treated with alprazolam (xanax), surgery (hysterectomy to remove the essure device) and surgery (salpingectomy (she onlyhad one tube when she had the essure implanted)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, pelvic pain, genital haemorrhage, menorrhagia, gastrooesophageal reflux disease, insomnia, the last episode of pain, back pain, breast pain, hot flush and feeling cold was resolving, the metal poisoning, rheumatoid arthritis, menstruation irregular, dyspareunia, dizziness, fibromyalgia, dysmenorrhoea, arthralgia, mood swings, alopecia, irritable bowel syndrome, abdominal distension, visual impairment, joint lock, mobility decreased and nausea outcome was unknown and the abdominal pain lower, fatigue, depression and anxiety had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, back pain, breast pain, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling cold, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, hot flush, insomnia, irritable bowel syndrome, joint lock, menorrhagia, menstruation irregular, metal poisoning, mobility decreased, mood swings, nausea, pelvic pain, rheumatoid arthritis, visual impairment, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: number of coils: left- 3 coils. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: breast pain, dysmenorrhea, menorrhagia, flbromyalgia,rheumatoid arthritis, back pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs received. Event joints locked up and the plaintiff could not move her lower extremities and nauseated were added. Outcome of event bleeding was added. Concomitant condition and medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.